Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Der states that patient presented with groin pain. Her socket had already been revised once but it was 20 years ago. Parts that were in looked like a depuy hps stem and a duraloc revision shell 62 with a lipped 52 liner. Parts were hard to identify. The stem was still well fixed. Cup, liner, and screws were replaced with multi hole grip, screws, altrx liner, and large taper 36 +11 head.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.